Event description:
While the device was at the philips repair bench, there was no audio from the mx40 found. It is unclear whether the device was being used on or off the network at the customer site. There was no pt involvement. There were no reports of a death or serious injury.

Manufacturer narrative:
(B)(4).